Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, while at school and in a rush, attempted to change a cartridge and inadvertently filled the tubing with insulin while still connected via the infusion set, did not disconnect or rewind, and injected the full cartridge into the body; troubleshooting and education were completed. Symptoms included low glucose, with a reported blood glucose value of 64 mg/dl, which was treated with oral glucose and additional carbohydrate intake under nurse monitoring. Outcomes included transient hypoglycemia without hospitalization. Investigation included complaint handling and user education focused on cartridge change workflow and infusion set connection status. Investigation of this case revealed user error related to cartridge change while connected to the infusion set, resulting in unintended insulin delivery; no device or component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.